Event description:
It was reported that a power injectable microbore non-dehp catheter extension set with neutral lad leaked blood from its one-link. Following a patient infusion of an unspecified medication, a 10 ml syringe was used to flush the tubing with 0.9% normal saline. Upon removal of the syringe, blood began to backflow from the extension set and the leak then occurred. The user then reconnected the syringe, clamped the extension tubing, and replaced the one-link. The reporter stated that it appeared that the one-link had a recessed gland, but there was no other visible damage to it. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.